Event description:
It was reported that prior to starting a da vinci si surgical procedure the tip of a prograsp forceps instrument was bent and not usable. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was broken at the proximal clevis to the main tube interface. The clevis was dislodged from the main tube as a result. The damage was so severe that instrument could not be installed thru the distal end of a cannula in it's condition. Additional observation not reported by site was a cracked tube. One section of the main tube interface wall had collapsed and the distal end of tube was cracked in the axial direction. Engineering concluded the breakage was likely due to overloading at the instrument's tip. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.